Event description:
It was reported that a new ilet user experienced multiple low blood glucose events, with the ilet displaying 78 mg/dl while a concurrent fingerstick measured 44 mg/dl, and the user self-treated repeatedly with juice and other carbohydrates. The event was managed through troubleshooting and education focused on proper hypoglycemia treatment to avoid overtreatment, consistent with a usage issue rather than a device component malfunction. Symptoms included hypoglycemia with associated lethargy and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment procedure; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.